Event description:
I had the essure tubal ligation procedure done in (B)(6) 2010. I was supposed to have my hsg done 3 months later to insure all went well, but my appointment was cancelled due to my menstrual cycle. I finally went in for my hsg on (B)(6) 2010 and the x-ray showed one of my coils completely bent like a boomerang and it had perforated my tube and ended up in my abdomen. I started to do some online research and found that many women went through the same thing and I found myself relating to their symptoms that I had thought were normal side effects of the essure procedure. I have had abnormal excessive bleeding, irregular periods, weight gain, cramps. In one of the women that had the coil perforate her tube, the coil was lost and found lodged in her colon. These coils are not safe. They come loose, perforate the tube and make their way in parts of the body in which they do not belong, possibly causing harm to the pt and requiring them to have surgery to have them removed. I chose to have this procedure because it was recommended to me by my doctor as a low risk permanent tubal ligation. Now I need to have surgery to have the coils removed from my tube and abdomen (if it's still there and hasn't moved to another place in my body) and have a real tubal ligation. What does this mean to me? It means a failed procedure that is risking my health, more surgeries, more money. I am a mother of three boys who need me healthy. There are no words to describe how scared and disappointed I am that this procedure is even approved. All I had to do was google "essure failure" to find thousands of posts of women who have their own essure nightmare.